Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, hardware low level failure alarm confirmed in the pump history file due to broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alarmed hardware low level failure during self test. Customer stated that the insulin pump was able to clear the alarm. Customer stated that the insulin pump was able to rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.